Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated ventricular to ventricular counts. Thorough evaluation of rv lead at next clinic check was advised. The lead remains in use. No patient complications have been reported as a result of this event.